Event description:
This pt experienced dissection during the implantation of 2 cypher select stents. Medical history included known coronary disease with prior pci, hypertension, hyperlipidemia, diabetes and active smoking. The index procedure was done in the setting of acute mi (pain onset to pci >72 h); three cypher select+ stents (3.5/33 mm, 3.5/13 mm and 3.0/18 mm) were implanted in the mid rca at 14 atm in an abutting fashion. The target was reported to be a type a lesion but was described as a 90% diffusely diseased instent restenosis of a jostent with 20 mm lesion length and timi ii flow. The 1st stent (3.5/33 mm) was deployed and caused a distal type b dissection. The database noted , "intima was very delicate". The 3.5/13 mm stent was implanted to cover the dissection but caused further distal dissection so the 3.0/18 mm stent was used to cover that. The stents were not post-dilated but the end result was "satisfying". A f/u angio was planned for 6 mos later and the pt was discharged on asa and plavix. The pt was asymptomatic in the 1 and 6 mo f/u. Elective angiography had taken place, no results were provided and no treatment was reported. The database noted a nyha status of ii (slight limitation of physical activity) according to the heart association functional classification scale.

Manufacturer narrative:
The stents could not be returned for eval; they remained implanted. A review of the mfg records could not be performed for this prod, since the lot number was not available. Vessel dissection is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event. This device is not distributed in the united states. However, it is similar to the cypher sirolimus-eluting coronary stents distributed in the us. This is one of two devices involved with the reported event, which is associated with mfg report #: 9616099-2008-02199.